Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was clip fed sideways? No. Was clip malformed? Yes. Did clip fall off of vessel after being applied? It was observed that some clips fall of vessel. Was there any bleeding? No. Was there any change to procedure or post-op patient care? Surgery reverted to open surgery. After firing clip came crossed on choledoch, it caused injury. Patient status is ok. What issues were experienced? Clip which was fired to cystic duck could not close properly and came crossed. Was the device used for a cholangiogram? No. Was the device fired over an existing clip? New sterilized product was used. Did the procedure drive the need to apply torque or twist the device? Yes. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes. How many clips were fired on the patient side and specimen side? 3 clips. How many hours or days post op was the patient returned to the or? Immediately during the procedure. What was done to repair the leak? Primer suture was placed in choledoch. What was observed during the reoperation? It was observed that there was a defect (like pen-nib) in choledoch. Was this an emergency or planned cholecystectomy? Planned cholecystectomy. Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? No. How long has this surgeon been using this device? For 5 years. Are there any x-rays, videos, or pictures available for ethicon review? No. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes. How many hours or days post op was the patient returned to the or? Immediately during the procedure. First the surgeon was able to visualize the proper occlusion of the clips and wanted to close the patient, then detected the defect (like pen-nib) and therefore converted to open procedure. The er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the cystic arther and choledoch clip applying clip was applied awry and fell down to the abdominal and when clip jaws closed, clip was oblique and cannot fit on the vessel. Another like device was used to complete the procedure.